Manufacturer narrative:
Age at the time of event:18 years or older. (B)(4). Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The lesion being treated was located in the severely calcified and tortuous proximal to mid left anterior descending artery. An unspecified promus stent was implanted into the first diagonal. The physician then performed ablation using the rotablator. Then, the physician inflated the 2.5x24mm taxus element stent delivery system (sds) at 11 atm for 10 seconds. 14 atms for 15 seconds and 10 atms for 20 seconds. The 2.5x24mm taxus element stent was postdilated for 20 seconds at 20 atms. The physician then advanced a 3.5x24mm taxus element sds proximal to the 2.5x24mm taxus element stent. However, while attempting to over lap the stents, the distal tip of the 3.5x24mm taxus element stent bumped the implanted 2.5x24mm taxus element stent causing the proximal edge stent struts to be lifted 5 to 6mm. The 3.5x24mm taxus element sds was successfully removed and a 2.5x20mm maverick balloon catheter was advanced to the target lesion. The proximal portion of the implanted 2.5x24mm taxus element stent was inflated at 16 atms and 11 atms for 20 seconds. The physician then performed intravascular ultrasound system (ivus). The procedure was completed by the physician advancing a 3.5x32mm taxus element sds proximal to the implanted 2.5x24mm taxus element stent. The 3.5x32mm taxus element stent was inflated at 11 atms and 12 atms for 8 seconds and 16 atms for 10 seconds and post dilated with a nc quantum apex balloon catheter at 16 atms for 15 seconds. No additional patient complications were reported and the patient's status is good.